Event description:
On 6/29/2000, the parent of a diabetic still in the "honeymoon" phase reported that pt's meter read "100's of points" lower than pt's physician's meter. On 6/21/2000, the child was ill and vomiting and remained home from school. The illness persisted on 6/22/200 leading to a hosp emergency room visit. Multiple results obtained on the pt's meter on 6/21 and 6/22/2000 were in the 16 to 18 mmol/l range. A lab test (venous) at the hosp was 386 mg/dl, (with a positive ketones test) so the pt was given IV insulin. On 6/25/2000, comparisons were done with a hosp surestep meter, the pt's meter, and a second pt surestep meter kept at school with results of 193 mg/dl, 10.8 mmol/l, and 183 mg/dl, respectively. The reporter mentioned the pt's home meter may have been inadvertently set in mmol/l as early as 4/2000 when a nurse helped pt adjust the time setting. Co concludes this event probably resulted because the user was evaluating measurements expressed in mmol/l as if they were expressed in mg/dl. (The reported concentrations are substantially the same when translated from mg/dl to mmol/l suggesting the meter was working properly.)